Event description:
It was reported by the affiliate that the (1) er420 device was used during a laparoscopic cholecystectomy procedure. It was reported that the clip would not feed properly into the jaw. The case was completed with a new instrument and there was no consequence to the pt.